Manufacturer narrative:
The thermogard console in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, the loaner thermogard ivtm system ((B)(4)) displayed error message mid:14 (bg power supply) during preventative maintenance. No patient involvement was reported.

Manufacturer narrative:
The reported complaint for the thermogard displaying an error message mid: 14 (bg power supply) was confirmed during archive review and functional testing. The root cause of the reported complaint could not be determined. During visual inspection, loose casters, damaged bumper and missing pan drip were noted. The thermogard is a reusable device and was manufactured on 2014. Therefore, this type of issue is characteristic of normal wear and tear. The event log could not get downloaded due to disconnected connection (open circuit) between the link cables to printed circuit board (pcb) unrelated to the reported complaint. After reconnecting the cables, the archive was able to be downloaded. The thermogard failed in the initial functional testing. Upon power on, the unit sounded an alarm and blank screen was noted, due to the open circuit on the pcb. After fixing the open circuit, the unit then displayed error message mid: 14. The power supply was removed from the unit and was tested. No issue was found with the power supply and was installed back to the unit. An additional repair and updates were done (unrelated to the reported complaint) as part of routine maintenance. The loose casters were repaired. Two bumpers to top lid were installed. The thermogard has passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).